Event description:
Baxter (B)(4) received a report that one infusor device leaked during patient use. The device was filled with 5-fluorouracil and normal saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: leak condition confirmed. Visual examination of the unit found the basal luer (male luer) damaged. The unit was filled with green water for a leak test. After fill, leakage was noted at the damaged basal luer. After 24 hours of leak monitoring period, leakage was still noted on the damaged basal luer and not on other parts of the unit. The root cause of the leak condition was due to luer damaged caused by a tool during filling. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.